Manufacturer narrative:
H6: health effect clinical code e1802 removed. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation except prolapse, cysts, or constipation. Complaints of this nature are monitored and captured within the product risk documentation except prolapse, cysts, or constipation. There are no clinical studies or literature or data to support a specific causal relationship between supris and prolapse, cysts, or constipation. No further action or corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, the patient had a supris implanted in (B)(6) 2020 and from (B)(6) 2020 experienced: vaginal swelling, the feeling of something as ¿hard as a rock¿ inside her vagina, intense pressure, something protruding from vagina, spasms, difficulty urinating, mixed urinary incontinence, urge incontinence, vaginal bulge felt/seen, deep dyspareunia, incomplete bladder emptying and defecatory difficulty. The bulge had to be pushed to urinate and to defecate. There was vaginal tenderness with palpation on left side. Urodynamic testing showed the voiding mechanism was not normal with a post void residual of 575 ml. The patient underwent a sling revision in 2024 with total vaginal hysterectomy, left salpingo-oophorectomy, drainage of right ovarian cyst, anterior colporrhaphy, posterior colpoperineorrhaphy, enterocele repair, high intraperitoneal uterosacral colpopexy, and cystoscopy under general anesthesia. Intraoperative findings: approximately 6 cm ovarian mass on left ovary consistent with large intraovarian cyst. A small segment of the sling was removed to allow for accommodation of the urethra and less stricture on the urethra. Pathology report: benign fibroconnective tissue with mesh-like synthetic material, negative for malignancy. Specimen consisted of two irregular fragments of tan-purple membranous soft tissue measuring 0.4 and 0.7 cm in greatest dimension with a tan-white woven material tightly embedded into the soft tissue.

Event description:
As additionally reported to coloplast, though not verified: on or about (B)(6) 2020, patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician implanted the coloplast supris-suprapubic sling system mesh. Patient subsequently suffered complications associated with the pelvic mesh product, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and an excision of mesh on october 1, 2024. Patient has suffered further injury as a result of the removal surgery and continues to experience injury associated with the mesh. As a result of these life-altering and, in sonie cases, permanent injuries, patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of pelvic mesh products.